Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information.

Event description:
Philips received a complaint on the dfm100 device indicating that the self-test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.